Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: complaint investigation results: a complaint investigation has been initiated. The reference samples for the lot 6009270 have been tested in database record (B)(4) on 15-jul-2025. Test results: the reference samples were visually inspected and flow tested. All test results were within specifications as per the test report (B)(4) complaint test report. Device history record (DHR) review: the lot 6009270 was manufactured according to work instruction (wi) version 80 appendix 1 batch card for production of packaging room on 05-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 10-jul-2025 against malfunction code occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot 6009270, with no trend identified. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
United states reference number (B)(4). Event occured in the united states. It was reported that, the patient was hospitalized due to insulin flow blockage event on (B)(6) 2025. Patient had high blood glucose levels of 493 mg/dl and was treated via intravenous drip/saline. Patient was hospitalized for less than 24 hours. No further information available.

Manufacturer narrative:
The initial MDR with manufacturing report number was submitted on 17-apr-2025. Upon receiving additional information, it was discovered that the event date has been changed from 03/18/2025 to 03/17/2025. Additional information - this MDR is being submitted to include the below: b3: event date d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.